Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 300-01-11, equinoxe, humeral stem primary, press fit 11mm; 320-10-05, equinoxe reverse tray adapter plate tray +5; 320-06-38, glenosphere 38mm; 320-15-01, eq rev glenoid plate.

Event description:
Approximately 16 months postop the initial ltsa, this (B)(6) y/o male patient subsequently had a revision for infection at another facility. Patient was seen on (B)(6) 2021 w/ loosening glenoid & probable glenoid bone loss (pt. Had been experiencing severe pain). A glenoid & humeral component revision was done on (B)(6) 2021, and intraoperative cultures were taken & came back positive for a bacterial infection. Pt was then prescribed 1000mg amoxicillin & 300mg rifampin for 3 months. Patient has history of osteoarthritis and hypertension. The case report form indicates this event is definitely related to devices and/or procedure. This event report was received through clinical data collection activities. No other information is available at this time.